Manufacturer narrative:
G4: reported device marketed in the u.s. Only for veterinary use, however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. Related 510k number k011375. Summary of investigation: there are previous complaints received from the same distributor, three for needle detachment and one for thread stuck in pack. We manufactured and distributed (B)(4) units in the market. There are no units in stock in b. Braun surgical's warehouse. We have received two open and unused samples with the needle detached from the thread (without aluminum pouch but the thread is still wound on the pack and one needle of one sample is missing). Batch manufacturing record: reviewed the batch manufacturing record, this product had no incidences related to this issue and was released fulfilling usp/ep and b. Braun surgical specifications. Conclusion root cause analysis: the most probable root cause is that the attachment of the needle was not correctly done as the open and unused sample and closed sample received showed that the needle escaped from the thread. Final conclusion: considering that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. We apologise for any inconvenience that this issue may have caused and thank you for your collaboration. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, we opened a CAPA in the system to correct/prevent this defect to happen.

Event description:
It was reported an issue with monomend mt suture. The client (veterinarian) reported that the needles are not swedged on in the box. No further information has been received.